Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and assisted in walking the caller through the pump reset process. After resetting, the device no longer displayed the error, and the caller successfully started their sensor session.